Event description:
Additional information received on 26-nov-2025: the doctor treating the patient advised placing a duoderm film under the statlock on the injured area before changing the dressing reference.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 11/04/2025: symptoms observed, appropriate care was provided, and a dressing from another batch was then applied without any skin reaction.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of skin irritation was confirmed but the cause is unknown. Two photographs were returned of a patient¿s arm with an inserted 4fr single-lumen powerpicc solo catheter. The catheter was secured at the insertion site with a tape strip. However, the other dressing had been removed from the catheter. The skin appeared discolored pinkish/red where the statlock had been. The area of discoloration matched the profile of the statlock pad. Although damage to the skin was seen at the statlock site, the exact cause could not be determined. It is possible that patient sensitivities or clinical procedures (e.g. Antimicrobial agents not allowed to dry or the skin was not properly prepped) may have been contributing factors. The product sterilization certificate for this lot was reviewed which showed that the sterilization cycle within the validated parameters. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
On (B)(6) 2025, patient presented with burns when his dressing, applied 7 days earlier, was changed. The necessary care was provided by the center's nurses, and a change of batch was made for subsequent applications, with no further reaction. No further details available or provided.